Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated was changing his infusion set and got the alarm. Troubleshooting was done. Customer's blood glucose was 329 mg/dl. Customer stated the insulin squirted out during manual prime process. Customer was clearing the alarm and insulin went black, got low reservoir. Unable to troubleshoot for high blood glucose due insulin was not functioning. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Did not ship any insulin pump replacement due to customer had another insulin pump advised the customer to use the insulin pump. No further information provided.